Event description:
Thyroid testing results for one patient that do not fit the clinical picture. The patient sample gave the following results. Initial tsh result 42.32 iu/l and free t4 result of 10.6 pmol/l. If additional information is received, appropriate notification will be provided.